Event description:
It was reported that nine months post implant, a vascular stent placed in the distal sfa/proximal popliteal artery, was observed to be twisted and fractured in two places. Reportedly, the patient presented with claudication and attempts were made to resolve the stent fracture, but were unsuccessful. A bypass procedure is planned.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The stent remains implanted; therefore, it is not available for evaluation. The event investigation is currently underway.